Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, l, 32/+3.5, taper 12/14 on (B)(6) 2015. Subsequently patient experienced left hip dislocation while doing yoga. The patient had the hip relocated.

Manufacturer narrative:
Investigation results were made available, trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: event summary: it was reported that a (B)(6) years old female patient with bmi=(B)(6) received a left that on (B)(6) 2015. Subsequently she experienced multiple popping's and dislocations while doing yoga. Review of received data pre-op x-rays dated (B)(6) 2014 and post-op x-rays dated (B)(6) 2015 were received. Post-op x-rays present well-fixed thr components. The cup has an inclination angle of 45°. The left hip greater trochanter is observed to be broken. Implantation surgery dated (B)(6) 2015: pre-op diagnosis: advanced primary osteoarthritis, left hip. Procedure: cementless left tha utilized. Zimmer devices implanted. +3.5 neck provided the best combination of stability and restoration of the leg length and offset. No abnormalities observed. Doctor visit dated (B)(6) 2015: her pain is mild and well-controlled. Ap pelvis films to be taken at next visit. Patient also mentions that a greater trochanter stress fracture on left hip occurred while walking a week after the operation. There was no displacement and patient is able to put full weight onto left leg. Doctor visit dated (B)(6) 2015: her pain is mild and well-controlled. Three occasions of popping while seated and reaching for something. Her calf is soft and non-tender and lower extremity is neurovascularly intact. Strength of extension, flexion, adduction, abduction, internal/external rotation is examined to be 5/5. Ap pelvis x-ray reveals well-aligned and fixed prosthesis. Left femur with displaced greater trochanteric fracture is observed. Popping is likely due to trochanter fracture; detached portion of bone is likely adjusting with movement, should improve over time. Doctor visit dated (B)(6) 2015: same observations as in the previous visit. She continues to have intermittent popping. Doctor visit dated (B)(6) 2016: pain significantly improved and stated to be mild and occasional. Another episode of hip dislocation the day before, as she was in yoga, doing a squat. Ap and lateral view of left thr shows well-aligned and fixed prosthesis with displaced greater trochanteric fracture. Patient was cautioned to avoid extreme rom of hip and continue strengthening. Difficult to say if the popping is due to displaced trochanter fracture or the implant subluxing. Doctor visit dated (B)(6) 2016: patient states that the pain is moderate and occasional (5-6/10). While doing yoga recently her hip dislocated and in emergency room her hip was relocated. Physical examination revealed lid pain with gentle rom. Ap and lateral view of left thr shows well-aligned and fixed prosthesis with displaced greater trochanteric fracture. Patient wanted to continue conservative treatment rather than a liner/head exchange. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis as it is still implanted. Review of product documentation. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer (B)(4). Root cause determination using dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. => not possible: the size of the head and the taper is matching. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. => not possible: product combination is allowed by zimmer (B)(4). Compromized taper fixation strength, fracture of implant due to high patient acitivity, patient disregards limits of the device. => possible: patient is known to do yoga often and dislocation happens meanwhile. Increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight . => possible: patient bmi=(B)(6). Bmi of 25 is the limit for being classified as obesity. Conclusion summary: an abnormal hip movement of the patient, disregarding the limits of the thr while doing yoga might have played a role in the reported event. It is also possible that the bmi number of the patient could have contributed to the observed series of dislocation. Moreover, the wrong alignment of the liner in the metallic shell might be another reason leading to the dislocation. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).